Event description:
It was reported that during a procedure to treat a lesion in the left renal artery, a 6.0x15 mm rx herculink elite stent system was advanced but could not cross the lesion. The stent system was removed and flushed before re-insertion. The herculink stent system was re-advanced and was able to cross the lesion on the second attempt. Before stent deployment and prior to going negative on the stent system, a cine run using contrast was taken and contrast began filling the stent balloon without pressure being applied to the balloon. Ultimately, this led to the stent being partially deployed and when the stent system was attempted to be removed from the patient anatomy, the stent dislodged fully from the delivery system in the right common femoral artery. The patient was stent for surgery and the dislodged stent successfully removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - re-insertion. Changed to failure to follow steps/instructions: it should be noted that the herculink elite instructions for use states: do not attempt to pull an unexpanded stent back through the introducer sheath/guiding catheter; dislodgment of the stent from the balloon may occur. (B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment and tear/leak were confirmed. The reported failure to advance could not be confirmed as it was based on case circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported failure to advance, tear, stent dislodgment, and subsequent patient effects appear to be related to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed medwatch, additional reported information received indicates the procedure was to treat a very tight lesion with mild tortuosity and no calcification in the left renal artery. Pre-dilatation was performed prior to advancing the herculink elite stent system. During the first attempt to advance the stent system, the stent system could not cross due to the complexity of the lesion. Reportedly, no issues were noted during preparation or during flushing before re-insertion. The stent delivery system was successfully removed from the patient anatomy without resistance; however, the stent dislodged in the right common femoral artery. Upon removal of the stent system, a small hole was noticed mid shaft. There was a clinically significant delay in the procedure due to being unable to complete the renal stenting procedure and the patient being sent to surgery for removal of the stent. Reportedly, the patient tolerated surgery well and was discharged from the hospital one day post procedure. No additional information was provided.